Event description:
The hospital nurse reported that the customer was hospitalized due to hyperglycemia. She was treated with intravenous drip and two different types of insulin. The blood glucose reading at the time of the event was over 600 mg/dl. Prior to the incident, the customer stated that her sugars kept getting higher and she attempted to give herself more insulin by doing several infusion set changes. The doctor stated that the patient should stay in the hospital until she is better trained with the operations of the insulin pump. The current blood glucose reading is 167 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.